Event description:
It was reported that during an unknown procedure, the stapler fired two times without issue. Used third and fourth time on lp ligaments and excessive bleeding occurred. There were no patient consequences. The surgeon completed the case by suturing the staple line. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation .